Event description:
Needle broke in arm (device induced injury). Case description: a pt who was introduced to novofine 30 disposable needles for type 2 diabetes mellitus in mid-november 2002, reported that a novofine 30 needle broke off in their arm, and that pt required surgical intervention to remove it. The pt stated that their physician gave them samples of novofine 30 disposable needles to use, and he instructed pt to use each needle two or three times before discarding them. In 2002 (date unknown), the pt administered their morning dose of insulin in their upper left arm prior to breakfast. After the completion of the injection pt noticed that the needle was missing from the hub. Pt looked all over for the needle but was unable to find it. In 2002, the pt went to the local hospital for an x-ray, which confirmed that the needle was in pt's arm. Later that same day the needle was surgically removed and pt recovered. The pt stated that although pt was instructed to reuse their needles, the needle used when the event occurred was new and had not been used prior to the injection in question. Pt normally uses their upper arms and abdomen as their primary injection sites. Pt stated that pt was careful to administer their injection straight into their upper arm without bending the needle or device while injecting their insulin dose.